Event description:
It was reported that the patient developed a systemic infection from an undetermined source. The implantable cardioverter defibrillator (ICD) and two leads were explanted and replaced three days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 implantable tachy lead, (B)(6) 2008; c154dwk implantable cardioverter defibrillator (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.